Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. During the preparation, a 4.00 x 28mm synergy? Xd drug-eluting stent was advanced for used. However, it was noticed that the stent did fell off of the balloon prior to insertion of guidewire. The procedure was completed with a different device. No patient complications were reported, and the patient fully recovered.